Event description:
Customer reported multiple cartridge alarms occurring during pumping, which resulted in a blood glucose level of 493 mg/dl. This prompted the customer to administer a correction bolus via the pump to address the high blood glucose level. Action taken by technical support included the decision to replace the pump due to consecutive cartridge alarm issues. Customer acknowledged the need to complete required training before using the replacement pump and planned to use a backup therapy of multiple daily injections to ensure continuous insulin delivery.